Event description:
It was reported via repair work order that the power cord inlet filter was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.